Event description:
It was reported by the affiliate that the (1) tlc75 was used during an unknown procedure. It was reported that the device did not function, it stuck. As a consequence, of the device sticking not all of the staples fired and some fell into the abdomen. The stapler did not cut. The case completion is unknown.